Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set packaging anomaly issue event on (B)(6) 2025. The infusion set packaging was observed to be not sealed properly, misshaped, and the sterile packaging was not intact. No further information available.